Event description:
It was reported that the patient experienced light headedness due to inappropriate shock therapy as a result of inadequate morphology match scores. Programming changes were made to adjust the morphology match scores. The patient was stable.

Manufacturer narrative:
Correction: h1 should have been "serious injury" instead of "malfunction".